Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of black foreign material (fm) on the top of the heat exchanger (hex) inlet side. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the fiber bundle. The leak is next to the hex which is representative of a ¿snorkel¿ fiber. Reason for return was confirmed for fm and a leak. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a fusion oxygenator, it was reported that while priming, the perfusionist noticed prime dripping from the gas vent underneath the oxygenator. After removing the prime from the oxygenator, black flecks were noticed at the top of the oxygenator. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the oxygenator was taken out of the sterile custom pack and set up on the heart lung machine in a sterile manner. There was no damage to the device, the packaging or other contents within the package. Medtronic received additional information that the foreign material was noted at the top of the fusion oxygenator. There were no anti-coagulant used during the prime.